Event description:
When vassallo gt .014 xsp (the product) was advanced in combination with the phoenix atherectomy system, there was resistance.while attempting to pull the product back and tried to re-advance, the product would not respond. The product was finally removed, and it was observed that the product had sheared off some coating. Although the exact location was unknown, the coating had peeled off at more distal end of the product. The procedure was completed removing the product from the patient's body and stopping bleeding with vascular closure device.